Event description:
A customer reported an issue involving a rapid increase in battery charge of approximately 5-10% that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer restarted the pump and received advice on best practices for battery handling from technical support, who also recommended monitoring the issue and calling back if it persisted.